Event description:
Product analysis of the returned flashcard has been completed. During the analysis, it was identified that two pins were not soldered onto the circuit board, causing the handheld to not recognize the flashcard when it was inserted. Once the pins were soldered onto the circuit board, no further anomalies were identified.

Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2011, that during a software upgrade to v8.0 software a company representative was having difficulties. When the v7.1 flashcard was removed and the v8.0 flashcard was inserted into the dell x5 handheld, nothing happened. The company representative tried multiple times to reinsert the card without success. The company representative reinserted the v7.1 flashcard and performed a hard reset and it was confirmed on the vns main menu that v7.1 (b.0.0.0.4) was installed and running. The company representative then removed the v7.1 and inserted the v8.0 flashcard and again, nothing happened. The company representative then used another v8.1 flashcard and the software upgraded/installed without issue. The v8.0 flashcard has been returned and is currently undergoing product analysis.